Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2014 with the following findings: a review of the black box data revealed ¿cartridge not detected¿ alarms. The pump could not be primed, and the prime issue could not be adequately investigated due to a recurring cs 076 call service alarm.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. It was alleged that the patient was able to load the pump with the cartridge, but could not prime due to a ¿no cartridge detected¿ message; the patient attempted this process twice. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.